Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the ventilator alarmed with "panel connection lost". No patient involvement.